Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted quickly. The customer's blood glucose was 128mg/dl. Reportedly, the issue resolved and the pump began depleting at a normal rate.